Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 800 mg/dl. The customer did experience symptoms of high blood glucose; customer had nausea and could not keep food down. Customer was hospitalized due to diabetic ketoacidosis. The customer was wearing the insulin pump during the hospitalization. During troubleshooting, it was found that infusion set cannula was bent. Customer was advised that a tubing clamp would be sent and sample infusion sets.